Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The right rear leg collasped while the end user was sitting on it in the shower. End user states no injury. End user is an amputee and weighs (B)(6).